Event description:
The customer reported that the system displayed a kv error message during fluoroscopic and they lost x-ray functionality after that. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A replacement battery pack was ordered and the customer installed the battery pack. The system was then found to be operating as intended.